Event description:
A ventilator was returned to the manufacturer for service with a cracked ac power cable connector. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's ac power cable connector was cracked and unstable. During testing . The device's flow o2 connector and machine flow sensor were replaced to address the issues. The customer requested no repairs be done to the unit and return unrepaired. Additionally, there was a cracked mounting block and front enclosure crack. The inlet air path assembly and removable air path foam were replaced per remediation.